Manufacturer narrative:
Eval method: follow-up with company representative. Evaluation summary: visual and functional inspection indicated: "the locking screw was broken approximately at the junction between the smooth shaft and threaded portion.

Event description:
It was reported that a patient underwent an x-stop procedure at level l2/l3 on (B)(6) 2011. Patient began having increasing pain. Patient had postop examination on (B)(6) 2011, and at that time, radiographs were obtained and the x-stop was no longer connected. It was decided that a revision was required. The device was explanted on (B)(6) 2011. No further information was reported.